Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days and using fiasp insulin. Tandem technical support educated the customer regarding approved usage of supplies and that fiasp insulin is off-label per the user guide. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.